Manufacturer narrative:
Physio-control evaluated the customer¿s device and was able to duplicate the reported issue with a battery that was in a low state of charge. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced inappropriate losses of power. Physio replaced the battery pins in the device as preventative maintenance, and then after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue observed by the customer could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when attempting to print the code summary of the event. There was no patient use associated with the reported event.